Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Manufacturer report #3005099803-2010-03122 pertains to the second device. It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using an pinnacle posterior pfr kit, the physician successfully passed the first mesh leg through the sacrospinous ligament. As the physician was pulling the second mesh leg through the patient's other sacrospinous ligament using the capio device, one centimeter of the lead suture (with the needle at the end) detached from the mesh leg and was captured in the capio cage. The physician completed the procedure with another pinnacle posterior pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.